Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. An ambulance provided assistance by transporting the customer to the emergency room (ER). The customer was admitted to the ER where healthcare providers administered a shot of zinc to treat the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.